Manufacturer narrative:
(Medical device ¿ problem code).

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to confirm the reported malfunction. The fse tested the device with trainer and patient simulator and could not duplicate error. The fse used both customer and test EKG leads; the iabp picked up patient simulator accurately. The fse checked the iabp's logs and found nothing out of the ordinary. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient who had a pacer, the cardiosave intra-aortic balloon pump (iabp) was set to auto and was reading a different heart rate compared to a separate patient monitor. There was no harm or injury to patient and no adverse event was reported.